Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the product be returned for evaluation.

Event description:
The customer reported the nurse hung a secondary of rocephin and noticed within about 15 minutes the bag was empty and the primary normal saline bag was very full. There was no report of patient harm or medical intervention. No further patient or event information provided.